Manufacturer narrative:
The lot number for the one malfunction was provided and a lot history review was performed. The device for the one malfunction has not been returned to the manufacturer for evaluation; however medical records have been received. The investigation of the reported malfunction confirmed for perforation of the ivc and positioning issue. However, the investigation is inconclusive for filter tilt. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced malposition of the device, a position issue, and a patient device interaction problem. This information was received from one source. The one malfunction involved one patient with no patient consequences. The weight of the (B)(6) female patient was not provided.